Event description:
Attorney's report of patient's alleged infection, seroma and recurrent hernia. The mesh was said to be explanted in 2006 due to it rolling up.

Manufacturer narrative:
There has been no product returned for evaluation. Therefore, no conclusion can be drawn.